Event description:
The patient received shocks due to t-wave oversensing. An increase in capture threshold and decrease in impedance were observed. Lead dislodgement was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.